Event description:
It was reported that the system with a pacemaker, the right atrial (ra) lead and this right ventricular (rv) lead has been showing out of range pacing impedance values with an already known to clinic noise. For the ra lead the value is stable in the low side and for this rv lead the values have been low, out of range but over the last year they have been stable and normal. Pacing thresholds have been stable. The noise was able to be recreated in an office interrogation with arm movement. Furthermore, inappropriate atrial tachy response events were recorded due to over sensing of non-physiologic noise and there were also non-sustained ventricular tachycardia episodes of over sensed myopotential without pacing inhibition. Programming options were discussed. The plan is to continue monitoring until generator change. The pacemaker, ra and rv leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).